Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-06549. Follow-up revealed the patient is no longer experiencing overstimulation and surgical intervention has been called off.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-06549. It was reported the patient may undergo surgical intervention due to receiving experiencing overstimulation.